Manufacturer narrative:
A ge rep evaluated the system and reloaded system software and calibration files. System operates as intended.

Event description:
The customer reported, the system displayed "corrupted image" error messages. No pt injury was reported.